Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed facial nerve palsy post-operatively. The patient underwent a facial nerve decompression and explantation of the device on (B)(6), 2011. There are plans to implant the contralateral ear with another device but this has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).